Event description:
It was reported that; surgeon was threading a distraction screw post into the head of the screw in order to utilize distraction retractor and the head of the screw disengaged from the threading.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Visual inspection showed the device was returned in two pieces. The tulip head was disengaged from the main screw body. No relevant manufacturing issues were identified as all units met specifications. The plausible root cause of the reported event cannot be identified conclusively.

Event description:
It was reported that; surgeon was threading a distraction screw post into the head of the screw in order to utilize distraction retractor and the head of the screw disengaged from the threading.